Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 21.5 diopter intraocular lens (iol) was implanted in the left eye (os) on (B)(6) 2017. It was later explanted on (B)(6) 2017 due to patient complaint of glare, was breakdown of lens. The replacement lens was the same diopter, but different model zcb00. Reportedly, there was no patient injury. No additional information was provided.

Manufacturer narrative:
Correction: the patient's date of birth was reported in error as (B)(6) in the initial MDR. The correct date of birth for the patient is (B)(6). The following section has been updated and correct. Age/date of birth: (B)(6). Additional information received reported that there was no vitrectomy or capsule tear when removing the lens and the patient is doing well post-operatively. No additional information was provided. Device available for evaluation?: yes, returned to manufacturer on 11/10/2017. Device returned to manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.